Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) is related to (B)(4) which reports that infection occurred after the initial surgery regarding. This pc reports regarding the revision surgery. It was reported that on (B)(6) 2022, the patient underwent the revision surgery due to infection after the initial surgery. When the surgeon removed the implants with a surgical chisel, little cement was adhered to the back surface of the implants. Therefore, the surgeon suspected debonding. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information received. The affected side of the patient is the left knee.